Event description:
The patient was undergoing an exploratory laparotomy for a left retroperitoneal mass. An atw 45 stapler was closed on the renal vein. The surgeon attempted to fire the device. The firing trigger locked and would not fire the stapler. The surgeon was unable to release the stapler from the vessel. Two clips and a scalpel were used to resect the vessel. The patient required a blood transfusion. The ethicon representative was aware of the incident and may have retrieved the stapler.